Event description:
Nellcor puritan bennett (npb) received an inquiry for a ventilator inspection. The hosp reported that the unit was emitting a burning smell and was not ventilating the pt or alarming. The pt was removed from the ventilator and was manually ventilated, but subsequently died.

Manufacturer narrative:
An npb customer service engineer (cse) inspected the device. The error and event logs showed nothing to indicate a ventilator malfunction. The cse noticed the a/c power connector was damaged and the compressor water trap had air coming out of it. During further inspection of the compressor, the cse noted that the compressor pcb was burnt. The respiratory staff reported that at the time of incident, the ventilator was connected to wall oxygen, indicating the compressor would not have been in use. Issues found during inspection are believed to be unrelated to the event. This was an inspection only. The ventilator/compressor was not repaired.